Manufacturer narrative:
Concomitant medical products: product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID: 3387s, serial# unknown, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the patient had less than 50 percent therapy relief in their left ¿hemibody.¿ intraoperative impedance testing was done and contact one of the extension was found to have high impedances of 22,000 ohms. The extension was replaced and as a result the patient was hospitalized. Following the revision, the patient was doing fine and receiving effective therapy.

Manufacturer narrative:
Analysis of the extension found the conductor of the extension body was broken within 10 cm of the connector area. The #1 conductor was broken 2.7 cm from the proximal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.